Event description:
It was reported that the nrfit cassette (250 ml reservoir) had air in the tubing, while the monitor indicated 7.2 ml remaining. No alarm was triggered. The event occurred during patient use at the facility. No patient harm or adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One (1) used device was received for evaluation. A visual inspection was performed, and no damage or anomalies were observed. The complaint of a non-audible alarm could not be confirmed or replicated. A functional test was conducted, and the air-in-line alarm was confirmed. The probable cause was that the cassette ran out of fluid before the programmed amount had been delivered. A device history record (DHR) review was conducted, which indicated that all inspections were completed and no issues were noted during manufacturing.